Manufacturer narrative:
Service was not dispatched. A beckman coulter (bec) customer technical support (cts) assisted the customer with cleaning the probe and wipe with bleach. After which, the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a few drops of contained fluid leak from the top of the tube of the coulter ac.t diff 2 analyzer. The fluid leak consisted of diluent, blood, and clenz reagent mixture. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment (ppe) consisted of gloves, goggles, and laboratory coat when the leak occurred.